Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
Customer reports to have received a button error alarm. Customer attempted to troubleshoot, but alarm could not be cleared. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.